Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on an e 801 analyzer compared to a cobas e 411 analyzer.on (B)(4) 2026, the initial result was 420 pg/ml.the sample was repeated on a e 411 analyzer and the result was 176.8 pg/ml.on (B)(4) 2026, a new sample was collected from the patient and the initial result was 405 pg/ml.the sample was repeated on a e 411 analyzer and the result was 170.4 pg/ml.

Manufacturer narrative:
The e 801 analyzer and the e 411 analyzer serial numbers were not provided.the patient samples were requested for investigation.the investigation is ongoing.